Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). The device and tubing set have been rec'd, but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported an over infusion of heparin. Twenty five thousand units of heparin were in a 500ml bag. Rate was 47.56 mls/ hour. The infusion should have lasted for 10 hours but after 4.5 hours the bag was empty. Ptt testing was performed and the unit result was elevated at 200 seconds.